Event description:
It was reported that during set up the coband layer were found to stick together and very difficult to pull apart. The product was not used on the patient and a back-up was available to continue the treatment. There was no delay and no patient harm was reported.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation. All supplied information has been reviewed and we have not been able to confirm the complaint. A documentation review has been conducted, confirming previous complaints of this nature, with corrective actions assigned, which established and inadequate standard operating procedure as the root cause. The instructions for use contain comprehensive instructions on the safe operation and use of the device. The risk files mitigate the reported issue with no updates required. Without a valid lot, serial number we cannot perform any additional investigations, but we will continue to monitor for adverse trends relating to this product range. Smith & nephew continue to control the release of batches/devices against manufacturing specifications as part of our approved quality management system. This investigation is now complete, with no additional corrective actions deemed necessary.

Manufacturer narrative:
The device that was intended for use in treatment was not returned for evaluation with no additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A lot number was not provided therefore a document review was not performed. A complaint history review found other related failures. Probable cause may be a manufacturing related issue. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.